Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors 2-71, c-71, c-82, and c-00 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported issue was confirmed using system logs. A significant number of c-82, 2-71, and c-71 errors were logged on 01/05/2026. An inspection during the fa process was able to replicate the reported event. The erbe was tested on the system, and experienced significant number of repeating and variable errors including 2-71, c-71, c-82, m-31, m-36, 2-04, 2-08, and 2-20. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is due to a component failure caused by a software problem within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe had repeated errors and rebooted with no change. It was advised to use a different port or switch the generator if the issue was not resolved. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to start and functionality was checked upon powering on. The da vinci turned on without error. Then erbe triggered an error. A third-party electrocautery was used to complete the procedure robotically. There was no patient injury. The generator was replaced after the procedure.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.